Manufacturer narrative:
The reported complaint on the ch3034 can be confirmed. Received one (1) used ch3034 bag spike adapter w/spiros connected to a partial set. The set was leak tested per product specifications. There was leakage from the bonded connection of the male luer of the tubing to the female luer of the spiros. The spin collar of the male luer was cut and removed to observe the luer connection. A break was observed on the male luer. The luer was fully broken during testing and examined. Stress whitening and beach marks were observed on the break typical of an unintentional bending force during use. A device history report (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported the device leaks from spiros. The event occurred during infusion of methotrexate. The chemo didn¿t come into contact with the patient or healthcare provider. It was discovered in time, so the patient/health care provider were fine. The chemo spill was cleaned up per facility protocol. The spill kit was used. The device was not reprocessed/re sterilized. There was patient involvement, but no harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).